Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receiving this device at the (B)(4) laboratory, device memory was reviewed. It was revealed that this device declared the battery status elective replacement indicators (eri) on (B)(4), 2010 and end of life (eol) on (B)(4), 2010. The device declared a charge time out fault code on (B)(4), 2010 and subsequently went into storage mode on (B)(4), 2010. This device was not explanted until (B)(4), 2010. This device is in storage mode due to a low battery voltage and therefore is unable to charge and deliver a full energy shock. This device passed labeled longevity. Analysis concluded this device met specifications.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
--

Event description:
Subsequently this device was returned to boston scientific for laboratory analysis.

Event description:
Boston scientific received information that this implantable defibrillator declared the battery status end of life (eol) six months ago. Currently, this device is displaying a fault code and is in storage mode with a monitoring voltage of 2.1 volts. It is intended to replace this device in the near future. Currently this device remains implanted and in service. No adverse patient effects reported.